Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the needle mechanism or drive mechanism were observed that would result in a failure to deliver insulin. The exposed portion of the soft cannula was observed to be flattened. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the flattened cannula contributed to the reported failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels increased to above 400mg/dl after approximately 24-36 hours of wear on the arm. There was no medical intervention reported in relation to this event.